Manufacturer narrative:
04-sep-2023: reporter informated the company that the product has been discarded.

Event description:
Brush head popped off from the hand piece...rotating part came off and ended up in mouth - oral-b [device breakage]. Case narrative: female consumer via phone reported that while she was brushing, the rotating part of the oral-b toothbrush head popped off and ended up in her mouth. No injury was reported.